Event description:
Reporter indicated a patient's vns lead and generator were repositioned on two different occasions over the course of four years due to lead protrusion. No products were explanted during the repositioning surgeries. The reporter stated that the patient's skin thinness was causing the lead to be superficial. The patient's generator was recently replaced due to end of service and the lead remains implanted.